Manufacturer narrative:
On 20-nov-2025, innovative health became aware of a complaint for a reprocessed supreme diagnostic electrophysiology catheter that was reported to have a missing electrode. Additional information regarding the use of the device in the case and when the reported event occurred was requested from the facility on multiple occasions with no response from the facility. No adverse patient consequences were reported. A review of the process control record was performed and no anomalies were noted. Innovative health received the device for evaluation on 24-nov-2025. Upon investigation, the distal tip of the device was fractured with only the inner wire connecting the distal electrode and the rest of the device shaft. All electrodes were present on the device. It is important to note that the IFU provides directions to inspect the catheter and packaging before opening. If the catheter is damaged or if the package is compromised, the IFU instructs to not use the catheter. Additionally, the IFU states the device should be handled with care and stretching and/or kinking while wiping may result in damage. At this time with the information available and investigation completed, a root cause for the fractured tip is not able to be definitively determined.

Event description:
The device was reported to have a missing electrode.